Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a ceramic on ceramic hip component and fell and dislodged the acetabular shell. Doctor had to revise and removed the original ceramic head and replaced with a new ceramic head on the used trunnion. Sales rep advised against it, however, doctor decided that this was the best course of action for the pt so as not to have to remove the stem".